Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after receiving multiple high-voltage therapies. A chest x-ray revealed the right ventricular lead had dislodged. Upon interrogation, it was noted that this lead exhibited noise which was oversensed and resulted in the inappropriate therapies. The lead was removed and replaced, where the physician noted a loose suture sleeve. The patient was stable post-procedure.

Manufacturer narrative:
Correction: (B)(4). Over-sensing should have been included in the initial report.